Manufacturer narrative:
(B)(4). It was reported the patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent, abdominal pain, and fever. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with unknown antibiotics (route, medication, dosage, frequency, and duration not reported) for the peritonitis event. Dianeal and extraneal therapies were ongoing. After two days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis event. The patient was scheduled to be retrained on the proper aseptic technique seventeen days after the initial receipt of this report. No additional information is available.